Manufacturer narrative:
Please note that originally the lot number was unknown. Upon receipt of returned samples, it was determined that there is a possibility of 2 lot numbers that may have been used. Lot a is the primary suspected lot and lot b is listed as the concomitant lot. It cannot be determined which of these are, in fact, the lot number(s) involved in the event. The narrative below captures the evaluation, DHR and relevant information concerning both lot numbers. Note that the devices for which the complaint was entered were discarded and lot samples were forwarded for evaluation lot a evaluation: evaluation of the returned devices by the vendor found the samples were received in original packaging and arrived in good condition; one of the lot code y06171903 was confirmed. Visual inspection found that the lead wires were properly connected, the paper release liner separated from the adhesive as expected, no manufacturing anomalies or damage was observed, and the device met manufacturing specifications. Hydrogel adhesion, EKG and electrical performance testing all met specification. The issue of "no or spotty EKG readings" were not observed. A 2 year lot history review found this is the only complaint with a quantity of 10 units for lot number y06171903 for this failure mode however, the complaint is not confirmed. DHR review for lot y06171903 found no abnormalities that would contribute to this issue. The additional lot number is for another sample lot that was provided since the facility is unaware if both lot numbers were used or if the pad used was from the same lot number. This lot sample was also tested, the results are below: lot b evaluation: evaluation of the returned devices by the vendor found the samples were received in original packaging and arrived in good condition; one of the lot code y05161902 was confirmed. The UDI number is (B)(4), exp 05/16/2022. Visual inspection found that the lead wires were properly connected, the paper release liner separated from the adhesive as expected, no manufacturing anomalies or damage was observed, and the device met manufacturing specifications. Hydrogel adhesion, EKG and electrical performance testing all met specification. The issue of "no or spotty EKG readings" were not observed. Additionally, evaluation of one device from lot y05161902 by the complaint lab found no issues with electrical continuity, peel functionality or visual attributes. A 2 year lot history review found this is the only complaint with a quantity of 10 units for lot number y05161902 for this failure mode however, the complaint is not confirmed. A DHR review for lot y05161902 found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been 9 complaints regarding 28 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following; make sure the skin is dry i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. Do not fold, trim, crush, or store under heavy objects. Misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 2001m-c, pad pro defibrillation pads, were not giving readings, when the night staff tried using them on (B)(6) 2019. The staff then opened a second package of defib. Pads to which they got spotty readings. Both sets of pads were thrown away. The bio-med team at the facility had checked the defibrillator and pads and found they were within specification. The patient ended up passing away it is unknown if the inability to use the defibrillator and pads caused the death. To date the actual date of death is unknown. This report is being raised due to patient death.